Event description:
Ous MDR - after an implantation time of about 66 months, an increase in the pacing threshold was reported. The lead was exchanged and returned to biotronik for analysis. No worsening of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been cut through 7 cm distal of the is-1 connector pin, probably with a scalpel. Both fragments were available for analysis. During the analysis of the lead fragments, frayin of the insulation from the outside was detected 50 cm distal of the is-1 connector pin. This damage manifestation can with high probability be regarded the cause for the clinical complaint. This damage manifestation requires significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of friction with an adjacent lead. X-ray images or diagnostic images of any kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Further damage at the lead was probably caused by the explantation process. There were no indications of material defects or manufacturing errors.